Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized for a blood glucose of 26.0 mmol/l. The customer had stomach pain and threw up. The customer was admitted to the hospital and treated; the customer was still hospitalized during the time of call but they felt well. The device was inspected and a couple of anomalies were noted. The device stopped delivering at some point but the no delivery alarm did not occur. The time was set incorrectly as well. The insulin pump will be returned and replaced.